Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during manual prime. Troubleshooting was performed. Ran a displacement test and the device failed the test. Advised the customer to return the insulin pump and to continue with back up plan. No further information was provided.